Manufacturer narrative:
Device mfg date was updated based on returned product download. Sensor ((B)(4)) has been returned and investigated, no issues were observed. The adhesive was not returned. Extended investigation has also been performed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified

Event description:
A caregiver reported a customer experienced skin irritation on day 11 of wear of the adc freestyle libre sensor. The customer's symptoms were described as a red mark that was "hot" to touch and a lump that was painful when pushed on. Additionally, the customer noticed the skin was peeling off at the sensor site and had contact with an hcp who prescribed fusidic acid, an antibiotic cream, for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported a customer experienced skin irritation on day 11 of wear of the adc freestyle libre sensor. The customer's symptoms were described as a red mark that was "hot" to touch and a lump that was painful when pushed on. Additionally, the customer noticed the skin was peeling off at the sensor site and had contact with an hcp who prescribed fusidic acid, an antibiotic cream, for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer experienced skin irritation on day 11 of wear of the adc freestyle libre sensor. The customer's symptoms were described as a red mark that was "hot" to touch and a lump that was painful when pushed on. Additionally, the customer noticed the skin was peeling off at the sensor site and had contact with an hcp who prescribed fusidic acid, an antibiotic cream, for treatment. There was no report of death or permanent injury associated with this event.